Event description:
Boston scientific crm received info that atrial lead was explanted due to dislodgement. Another lead was successfully implanted in it's place. To date, there have been no adverse pt effects reported.